Event description:
It was reported that the pt had a trial lead placed. During the trial, the pt reported no right hand grip and right arm pain. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.